Event description:
On (B)(6), 2012 a vns patient's mother reported that her son has seizures while on the school bus and she wanted the school nurse to start swiping the magnet before her son gets on the bus to come home. The mother stated that the patient's convulsions have worsened over the last few years and she would like to prevent them from occurring on the school bus. The mother clarified that this was not an increase in frequency but that the patient has more convulsive tendencies whereas before he did not have them. Good faith attempts for further information from the neurologist were made but no additional information was received.

Manufacturer narrative:
.